Event description:
The initial reporter stated they received discrepant results for one patient sample tested with tina-quant lipoprotein (a) gen. 2 on a cobas c 503 analytical unit. No questionable results were reported outside of the laboratory. The user has been repeating all lipoprotein (a) testing in duplicate due to ongoing issues. The sample initially resulted in a lipoprotein (a) value of 76.9 mg/dl with a data flag. The sample was repeated twice on the same analyzer, resulting in lipoprotein (a) values of 62.7 mg/dl with a data flag and 46.9 mg/dl with a data flag. The repeat value of 46.9 mg/dl was deemed correct. The sample was repeated twice on a second analyzer, resulting in lipoprotein (a) values of 53 mg/dl with a data flag and 52 mg/dl with a data flag.

Manufacturer narrative:
The serial number of the c503 analyzer is (B)(6). The investigation is ongoing.

Manufacturer narrative:
Quality controls were acceptable. There was no indication of a reagent performance issue. The field service engineer could not determine a cause. Precision studies were performed and recovered within guidelines. Controls recovered within established ranges. The investigation could not identify a product problem. The cause of the event could not be determined.